Event description:
Revision surgery has been reported due to dislocation. The constrained acetabular liner, that should snap into the shell would not "lock" in. An ecentric series ii liner was also opened and an attempt to snap in. Neither would work. Shell was removed and revision was accomplished with a bi-polar prosthesis.